Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the device failure to complete its internal self-test was due to the inspiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to pass its internal self-test. There was no patient injury reported as a result of this incident.